Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that his one touch ultra meter was reading inaccurately erratic. The medical affairs specialists (mas) called and spoke with the patient on six days later and obtained additional information. The patient reported that the alleged issue first occurred on the day prior to original date at 9:00 pm. He had obtained results of 107 mg/dl and 96 mg/dl on the subject meter, performed within 10 minutes of each other. Based on this comparison, the meter/strips are within lifescan's specifications. The patient informed the mas that he took additional insulin (regular- amount not provided) based on the result of 107 mg/dl per his sliding scale. About 20 minutes later, he reportedly developed symptoms of low blood glucose (sweating, shaking, pale, and "diabetic shock"). His wife immediately gave him "something sweet to eat" and he felt better after a few minutes. The patient did not test his blood glucose after feeling better. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient claimed that he took additional insulin based on the result he obtained, and reportedly experienced symptoms suggestive of hypoglycemia. He treated himself with food. The reported erratic results were within lifescan's specifications and does not exceed the expected value of <20% and/or <= 20 mg/dl. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.